Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment of "no screen/display when machine is switched 'on' " the programmer started up without any issues and the screen/display was working, however it was additionally noted that there was a deviation between the stylus and the cursor on the screen and that the touch screen (bezel) was worn and that an error was found in the software history. The touch screen was replaced and calibrated, new software was installed and the device cleaned. The programmer then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that though the programmer powered on there was nothing visible on its display screen. The programmer is expected to be returned for service. There was no patient involvement associated with this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.